Manufacturer narrative:
Integra has completed their internal investigation on 03mar2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: component u6 dc/dc convertor of the power board was defective resulting in 0vdc output from the power board. No non-conformance reports were raised during the manufacturing process for this monitor. There was one rework associated with the monitor serial number (B)(4). The review of the rework is verified to be unrelated to the complaint. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the lcx02 monitor been released. The review encompassed from dates 19-oct-2014 to 26-feb-2016. (B)(4). The root cause was identified as a defective component u6 on the lcx02 monitor power board. Non conformance report (ncr) was initiated to as a result of a complaint trend of lcx02 and lcx02 monitor power board, the scope of the ncr is to investigate the power board failures specifically to component level. Further evaluation of the component u6 trend will be performed as part of the ncr investigation, corrective actions will be implemented as required based on the evaluation completed.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The device would not turn on. Another monitor had to be used. It was reported that the device was sent down to the user facility's biomed department but they were not able to figure out the issue. There was no patient contact but the patient was prepped for surgery. There was no patient injury. There was a delay in surgery. Additional information has been requested.